Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
After the user facility received the loaner subject device from obv, the user facility reprocessed the subject device using wassenburg, a non olympus automated endoscope reprocessor model, with mediclean forte and septo pac (both dr (B)(6)). After the reprocess, the user facility conducted a surveillance culturing. In the test, the subject device tested positive for e. Cloacae. After the positive culture result, the user facility stopped using the subject device and reprocessed again and again. The facility also informed that the subject device was re-tested and the testing indicated no microorganisms growth for the subject device. The user facility used the subject scope between the first culture and receiving the test result. There was no report of infection associated with this report.